Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, detached connector / tubing, and detached inlet tubing were received for evaluation. Abrasion was noted on the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinder 1. A crease mark was noted opposite to the separation, indicating the tube had been kinked onto itself. This is not a site of leakage. No functional abnormalities were noted with cylinder 1. Abrasion was noted on the exhaust tube of cylinder 2. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 2. This is a site of leakage. The surfaces of the reservoir strain relief appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on detached connector tubing. No functional abnormalities were noted with detached connector tubing. The surfaces of the detached inlet tube leading to the reservoir strain relief appear to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the detachment site indicate that sufficient stress(s) may have been exerted on the reservoir inlet tube near the strain relief to separate the site while in-vivo. In addition, the abrasion marks noted on both exhaust tubes and inlet tube of cylinder 1 and cylinder 2 matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation in exhaust tube of cylinder 2. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (5860417) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to a crack in the reservoir (inlet) tubing. No other adverse patient effects were reported.